Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged monitor case and service code 204-belt/monitor unusable) has been confirmed. Upon investigation the monitor displayed a service code 204 (belt/monitor unusable) and was unable to complete essential performance testing. The monitor's electrode belt connector was broken free from the monitor enclosure, causing the service code. The root cause for the damaged connector was excessive force. No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a patient's monitor case was damaged and the patient was receiving service code 204-belt/monitor unusable.